Event description:
Procedure type: laparo proctectomy. According to the reporter: (B)(4) was used for anastomosis of rectum to colon. The anvil was connected to the stapler and the wingnut was turned clockwise. Since the green mark was hardly visible, the surgeon turned the wingnut counterclockwise once and turned it clockwise again. However, still the green mark did not appear, and the surgeon turned the wingnut counterclockwise again, then the anvil tilted before firing. A new (B)(4) was opened to perform the procedure. After firing, doughnut ring was made perfectly, but oozing was confirmed around the anastomosed part and was treated endoscopically. The procedure was completed without further problem. The surgeon considers oozing occurred since the tissue was thick. Additional resection was required to remove the tilted anvil. Operating room time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).